Manufacturer narrative:
(B)(4). The device history record for this lot was reviewed and the inspection report showed that no devices were rejected and no specific manufacturing yield issues were reported similar to the complaint condition. The complainant had stated that the patient delivery line might not have been tightened completely" so the possible root cause may be error in use.

Event description:
The hospital reported an issue encountered with the mps delivery set during a procedure. The perfusionist stated that she observed blood inside and beneath the mps console after the surgery was completed. She reported that the blood appeared diluted but she did not report the approximate volume. She also stated that the patient delivery line may not have been tightened completely. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis.